Event description:
Customer reportedly received results of 4.2 mmol/l and 8.1 mmol/l within 5 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.